Manufacturer narrative:
Conclusion: neurological deficits including strokes are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device was implanted.

Event description:
The patient was undergoing an embolization procedure in the left internal carotid artery (ica) using the penumbra coil 400. During the procedure, the coil was used with no immediate complications. However, shortly after the procedure, the patient was found to have aphasia and an embolic left mca infarct. The physician confirmed the relationship as uncertain to the device, uncertain to the procedure, and possible to the disease state. The severity of the event was mild. The patient required an extra two days of hospital stay before discharge. The patient was continued on ic steroids, aspirin, and plavix. The patient's progress was good and will continue with outpatient therapy.